Manufacturer narrative:
A follow up report will be submitted upon completion of investigation.

Event description:
The customer reported that the speaker failed and there was no sound on startup. No patient harm was reported.